Manufacturer narrative:
Lot number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a physician performed an atec breast biopsy procedure on (B)(6) 2016 and placed a smart marker. The patient was discharged home. Sometime post procedure, the patient returned to the medical office "complaining of systemic reaction all over". It is unknown if intervention was required. Attempts are being made to obtain additional information.